Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the loop recorder exhibited undersensing. Programming changes were made. The patient was in stable condition and will continue to be monitored.